Event description:
It was reported that pump displayed reset screen unexpectedly but did not require connection to power to turn back on. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was informed that pump performed routine safety reset and was functioning as intended, received education on effects of pump resets on insulin settings and continuous glucose monitoring, acknowledged information, and successfully resumed insulin delivery.